Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 77-year-old female noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The patient had tortuous arteries and when impella was inserting the catheter kinked behind the motor housing unit. The impella was unable to advance into position. A second impella was placed with difficulty.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was due to patient condition. The instructions for use for the impella cp with smartassist for use during cardiogenic shock and high risk pci in the section: warnings & cautions: warnings states the following: ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance. Added- b5 mso review, h6 impact code 4629 in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission. F6/f8 should have been left blank in the initial report.

Event description:
It was further reported that the patient expired in the procedural area. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there was not enough information to associate use of the device with the outcome.